Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical use of the device was unknown at the time of the event. There is no information about clinical usage from the field or a source. However, no harm to patients or users has been reported due to this issue. The philips field service engineer (fse) reported that the site was making frequent use of the tube bulbs and preventively prepared a service quote for x-ray tube replacement. No service has been performed by philips since the service quotation was expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the x-ray tube was repaired. Philips has started an investigation of the complaint.